Event description:
According to limited information obtained from a case report published in the state of (B)(6) epidemiology bulletin (B)(6), a patient (referred to as "patient b") was revised to address pain approximately 40 months after implantation. Intraoperatively, necrosis and staining of tissue, metal debris, and metal wear were found.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.